Event description:
After insertion of the iab, the spring wire guide could not be removed. As a result of this, both this spring wire guide and iab were removed as an unit. Another iab was then successfully placed. There were no patient complications.